Event description:
It was reported that the customer was experiencing low blood glucose levels. It was stated that he was also drunk and has been yelling. It was stated that the customer gave himself 8.4 units of insulin, and still has 20.4 units of active insulin in his system. Troubleshooting was declined, and it was stated that the paramedics would be called for assistance. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.